Manufacturer narrative:
Continuation of d10: product ID 3487a-45 lot# (B)(6) serial# implanted: (B)(6) 2015 explanted: (B)(6) 2025. Product type lead product ID 3888-45 lot# (B)(6) serial# implanted: (B)(6) 2013 explanted: (B)(6) 2025. Product type lead product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025. Product type lead product ID 3708240 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(6), ubd: 21-sep-2015. Product ID: 3778-60, serial/lot #: (B)(6), ubd: 08-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). High impedances were reported. This was not observed on the day of surgery. Contact number 4 was 13,200, contact number 10 was 33,750, and contact number 11 was 29,070. The cause was unknown. The issue was resolved through a device revision on (B)(6) 2025. The hcp removed the old leads and extensions due to high impedances and replaced them with two new leads. The patient's programming went well following the procedure. No symptoms were reported.